Event description:
It was reported that the cuffs of the three endotracheal tubes had a leak prior to use. The cuff did not fully inflate as expected. A partial inflation was observed but did not maintain pressure, suggesting an air leak in the cuff system. There was no patient involved.

Manufacturer narrative:
Addtional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: 18770, 18770 7.0mm taperguard trachael tubex10, (lot#: 25a1695jzx) 18770, 18770 7.0mm taperguard trachael tubex10, (lot#: 25a1695jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuffs of the three endotracheal tubes had a leak prior to use. There was no patient involved.